Manufacturer narrative:
The available device data analysis confirms the clinical observation. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly. To determine the root cause, a destructive analysis might be necessary in some instances; biotronik assumes that destructive analysis of the returned device can begin unless the national competent authority contacts biotronik opposing a destructive analysis.

Event description:
It was reported that eri status was noted. Device currently remains implanted. Should additional information be received, this file will be updated.